Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) into her left eye; however, during surgery the capsular bag tore and the lens was removed within the same procedure. It was stated that patient was doing fine post operatively with a vision of 20/20. No further information was provided.

Manufacturer narrative:
(B)(4): the the device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 25.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Expiration date: 5/4/2015. All pertinent information available to abbott medical optics has been submitted.